Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular arrhythmias. The device delivered anti-tachycardia pacing (atp) and electric shocks. After therapy was delivered, the rhythm accelerated, however, therapy converted the episode. It was also discussed with boston scientific technical services (ts), that this patient experienced cardiac arrest due to a ventricular tachycardia (vt)/ventricular fibrillation (vf) episode. No additional adverse patient effects were reported. This device remains in service.